Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an open hysterectomy, the device came off of the track when the surgeon was cutting tissue. There was no pt injury.